Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with a 25mm 8300ab aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 4 years, 10 months due to calcification. The patient presented with heart failure and severe sob. The tavr has not been scheduled at this time. Per medical records, echo (B)(6) 2025) revealed severe aortic stenosis.

Event description:
It was reported and learned through medical records that a patient with a 25mm 8300ab aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 1 0 months due to calcification. The patient presented with heart failure and severe sob. The procedure was performed with a 23mm 9750tfx transcatheter valve. Per medical records, echo (03/15/25) revealed severe aortic stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b2, b3, b5, h6 (health effect - impact code).

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).